Manufacturer narrative:
(B)(4). This report is associated with MDR # 3006425876-2015-00036. Two malfunction devices were returned for evaluation. This report is for the second one.

Event description:
It was reported that the guide wire remained stuck in the catheter. The doctor noted that this is due to the fact that the last 3 cm of the wire is too supple. No delay in treatment, pt complications or death were reported.